Event description:
Immediately following the implant procedure and resection of the ventricular outflow tract, while being transported to the postoperative ICU, the pt became hypotensive. It was determined that there was bleeding in the left ventricular and a re-do aortic valve replacement procedure was performed. A mechanical sjm regent valve was implanted and the left ventricle was repaired with a patch.

Manufacturer narrative:
The results of this investigation are inconclusive since the valve was not returned for analysis. However, there was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record which indicated the valve met sjm specification. The cause of the early postoperative bleeding remains unk.